Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging he obtained an error 4 message on his onetouch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he obtained the error message on the afternoon of (B)(6) 2015. The patient manages his diabetes with insulin (self-adjuster). He denied making any changes to his usual diabetes management regimen as a result of the alleged issue. He reported, on (B)(6) 2015 at 1:00 am, experiencing symptoms of ¿sweating¿. He alleged that the emergency medical service (ems) was contacted and a blood glucose result of 25 mg/dl was obtained on the ems meter. He also alleged that food and/or drink was administered by a healthcare professional to treat his symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and the patient had used the correct testing procedure. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reported that he developed symptoms and was treated by a healthcare professional for signs of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (02/13/2015). The patient¿s meter has been returned on 1/23/2015 and evaluated by lifescan product analysis on 1/30/2015 with the following findings:the meter involved with this complaint failed testing. The meter was found to have spc pin 1 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.